Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with flap striae in the left eye one day post lasik. A flap lift and stretch was performed and an irregular stromal bed was noted that was not present during primary procedure. A bandage contact lens was placed on the eye. The patient will follow up at a later date. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. According to the user manual for flap planning, the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user renewed the energy check so all treatments were performed in the required time range and the energy was stable with no abnormalities. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause could be identified as the product was found to be within specifications. (B)(4).